Event description:
Pump #1 reported to be set at 65 ml/hr with an unk amount of maintenance solution. Three and one-half hrs later, 800 mls were reported to have been delivered. The tubing was reloaded and the pump reset to 30 ml/hr. The solution was reported to continue to go in faster than expected. The tubing was reloaded into a new pump and therapy was continued without any reported problem. No pt injury resulted.